Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and the software reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system mixed pt saved images. No report of pt injuries.